Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple cubies failed and became unrecoverable, displaying the error message 'device not detected on bus'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that row board and retractor band cables had seating issue. A field service engineer (fse) inspected the device and found that rows c and d in drawer 4 of the auxiliary were not detected on the bus, showing a 'row board not present' error. The fse reseated the row board and retractor band cables at the back of the drawer, checked for debris under the cubies, and tested the drawer using the hardware test application. The test was successful and fse inspected the device. The system functioned as intended after the field service engineer repaired the device.